Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient, who was a participant in the system longevity study, developed an infection. It was further reported the patient had a stomach ache, fever and a reddened wound. The organism was identified as (B)(6). Additionally, it was reported there were high lead thresholds. The lead was removed. No further patient complications have been reported as a result of this event.